Manufacturer narrative:
The device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported ((B)(6)) the dbs lead was unable to pass through the microdrive cannula. The lead came out of the plastic cover already curved, and the guide wire looked bent also. Two other leads were successfully implanted, and the surgery was completed with no further technical issues.